Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 01/27/2015this is a late MDR submission due to a software issue that has been reviewed with the FDA on november 7, 2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/12/2015 with the following findings: the pump powers to verify screen with audible and vibratory features. No debris observed in cartridge compartment. Performed rewind and load cartridge successfully, then primed cartridge to 100u. Removed cartridge and verified cartridge was at 100u. Reinstalled cartridge. Performed rewind, then load once again. Piston stopped at 100u, display correctly read 100u. Units remaining were calculated correctly. Investigators were unable to duplicate complaint. Display screen has a pinkish contrast. Returned battery cap and returned cartridge cap used to complete testing.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (remaining insulin reading) issue. The reporter stated that twice in the past week the pump received an empty cartridge alarm when the cartridge had 100 units of insulin remaining inside. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.